Event description:
Patient having surgery for a left renal calculus. The alligator grasper broke inside of patient. The small metal piece (approximately 1mm) was visualized on the scope and presumably flushed out. A CT scan was done and no retained metal object was seen. No patient injury or adverse outcomes.